Event description:
It was reported that suture placement in the calcified right common femoral artery was done with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Reportedly, at the end of the case, a femoral angiogram confirmed the access site was occluded. Surgical intervention was used to treat the occlusion and achieve hemostasis. It was confirmed that apart from the occlusion, there were no issues with the prostyle devices. There was a reported clinically significant delay in the procedure due to the surgical intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the electronic prostyle instructions for use as a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.